Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and endometritis ('endometritis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included generalized anxiety disorder, multigravida, parity 3, gestational diabetes and morbid obesity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), metrorrhagia ("metorhagia (bleeding b/w periods),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ extended cycle"), genital haemorrhage ("general. Abnormal bleeding") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, endometritis, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (failed) and (B)(6) 2012 (per pfs, please note discrepancy). First placement procedure attempt failed because the device perforated my uterus. No responsive issues at time of second successful procedure current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Imaging procedure - on an unknown date: the essure was properly inserted and could be used as birth control. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received events " hormonal changes, weight gain" and endometeritis were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)') and endometritis ('endometritis'). In a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: cervical spinal stenosis on (B)(6) 2018, vaginal yeast infection on (B)(6) 2018, generalized anxiety disorder, multigravida, parity 3, gestational diabetes and morbid obesity. Concomitant products included: levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), metrorrhagia ("metorhagia (bleeding b/w periods),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), extended cycle"), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia") and polymenorrhoea ("more frequent periods"). And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, endometritis, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, hormone level abnormal, weight increased and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, polymenorrhoea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (failed). And (B)(6) 2012 (per pfs, please note discrepancy). First placement procedure attempt failed, because the device perforated my uterus. No responsive issues at time of second successful procedure. Current weight: 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.1 kg/sqm. Imaging procedure: on an unknown date, the essure was properly inserted and could be used as birth control. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: reporter's information added. Event: more frequent periods were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and endometritis ('endometritis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis on (B)(6) 2018, vaginal yeast infection on (B)(6) 2018, generalized anxiety disorder, multigravida, parity 3, gestational diabetes and morbid obesity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), metrorrhagia ("metorhagia (bleeding b/w periods),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ extended cycle"), genital haemorrhage ("general. Abnormal bleeding") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, endometritis, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (failed) and (B)(6) 2012 (per pfs, please note discrepancy). First placement procedure attempt failed because the device perforated my uterus. No responsive issues at time of second successful procedure current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Imaging procedure - on an unknown date: the essure was properly inserted and could be used as birth control. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included generalized anxiety disorder, multigravida, parity 3 and gestational diabetes. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), metrorrhagia ("metorhagia (bleeding b/w periods),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ extended cycle"), genital haemorrhage ("general. Abnormal bleeding") and dyspareunia ("dyspareunia"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (failed) and (B)(6) 2012 (per pfs, please note discrepancy). First placement procedure attempt failed because the device perforated my uterus. No responsive issues at time of second successful procedure diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: the essure was properly inserted and could be used as birth control. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: pfs received. Events: dyspareunia, perforation (uterus) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.